Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen, a problem persisting for about a year. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.